Event description:
The customer reported they visualized smoke and flames when connecting the second lvp to the pcu. The rn used some ns to put out the flames and removed all devices from the patient's room. There was no patient harm.

Manufacturer narrative:
Upon further evaluation by persons who are qualified to make a medical judgment, it was determined that the customer¿s report does not represent a serious injury event. This follow-up report is submitted is to correct the previously submitted MDR.

Manufacturer narrative:
Gtin number for item: (B)(4), sn: (B)(4) is (B)(4). Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported they visualized smoke and flames when connecting the second lvp to the pcu. The rn used some ns to put out the flames and removed all devices from the patient's room. There was no patient harm.

Manufacturer narrative:
The report of visualized smoke and flames when the pump module was connected to the pcu was not confirmed. Physical inspection of the pcu showed thermal damage to pins of the right iui connector and a crack within the well (horn) of the iui near the thermal damage. Analysis of the pcu event log showed that one pump module was actively infusing miv + kcl. A second module was added to the system and within a few seconds both were recorded as removed. The removal of the actively infusing module induced a channel disconnect error. The pcu then alarmed with error code 120.4410 for low backup voltage failure. This error is known to occur when there is thermal activity occurring with active iui connections. Testing found the thermally damaged right iui connector to be shorted at pins 13 and 14 with a few other adjacent pins having resistance lower than expected. The proximate cause for the reported event is a short circuit at the iui connection interface between the pump module and the pcu. The pcu¿s right iui connector was determined to be the source of the thermal damage and it damaged the left iui connector on the pump module to which it was connected. The root cause for the short circuit was not identified.